Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic gastroplasty. While being applied at the stomach, the stapler did not work, it was unable to fire. The surgeon was unable to press the green button but he was able to squeeze the handle. The product was replaced to complete the case. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.